Event description:
A patient reported experiencing inaccurate erratic results with an ot basic original meter. The patient's blood glucose results were 95mg/dl, 145mg/dl. Tests were done 15 minutes apart with a difference of 37%. Patient did not experience any adverse events. No further information has been reported.